Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, mechanical ventilator device and dreamstation humid. The manufacturer received information that the patient alleging developed a spot on her lung. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, flip lid assembly, bottom assembly, water tank, lifting tray, dry box seal, dry box, flip lid seal. A rust like contaminate was observed on the water tank plate. A hairlike substance was observed inside the bottom assembly. Liquid ingress was observed on the p4 power connector. Inv1023 addresses the issue of liquid ingress. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer conclude that they are unable to directly address the symptoms outlined in the complaint and observed dust/dirt contamination in the airpath, likely from a source external to the device. The manufacturer observed no evidence of degraded sound abatement foam.